Event description:
Pump reported to be set at 2 ml/hr with a 50 ml bag of morphine. Twenty minutes later the bag was found empty. The patient was reported to be lethargic. Narcan was administered and the patient's condition reversed. No patient injury resulted.